Manufacturer narrative:
Unit received with cracked and bleeding glass on lcd board. Unable to verify failed battery test or no delivery alarm due to cracked glass on lcd board. Unit received with cracked case, end cap and battery tube threads. Unit received with broken reservoir tube lip. Unit received with corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
It was reported via phone call that insulin pump was not functioning and then fell off the kitchen counter. It was reported that insulin pump was giving an error message and insulin was not delivering. Caller reported that after insulin pump fell, the display screen went blank and did not return. Caller was advised that insulin pump would need to be replaced.